Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, high out of range pacing impedances were observed on both the right atrial (ra) and the right ventricular (rv) channels of this pacemaker. The high ra impedances and ra noise had been observed at a previous follow-up. The out of range impedances had led to mode switches from bipolar to unipolar and some ra noise was observed in addition to ra loss of capture. The system was reprogrammed and a request was made of boston scientific technical services (ts) to provide further programming recommendations. Ts reviewed the system and noted that noise oversensing was leading to pacing inhibition on the rv channel. The pacing inhibition led to greater than two seconds of asystole but no patient symptoms were reported. Trouble shooting recommendations were provided. The ra and rv leads are competitor products. This pacemaker remains in service. No adverse patient effects were reported. Additional information noted that the patient was checked and the rv lead configuration was changed to unipolar. The sensitivity was also increased and tests were done to see if noise would be detected by the device. It was noted that myopotentials were seen but no oversensing was noted. An rv lead revision was recommended. It was noted that the patient will be followed up at another hospital in order to check the lead on x-ray and schedule a possible rv lead revision. No further action was taken at this time.